Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant products: biosense webster, inc. Products: carto 3 system with carto merge, catalog #: fg540000m, serial #: (B)(4). Pentaray nav eco 7fr, d, 2-6-2, catalog #: unknown, lot #: unknown. Lasso nav 2515,22p splithandle, catalog #: unknown, lot #: unknown. Soundstar eco sms 8f catheter, catalog #: unknown, lot #: unknown. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. When the ablation was going to be conducted in right pulmonary vein (rpv) anterior wall, a perforation occurred. The patient became hypotensive and cardiac tamponade was confirmed. Pericardiocentesis was immediately performed to remove an unspecified amount of fluid from the pericardial space. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. No further details are available.

Manufacturer narrative:
Correction to the 3500a initial report was noted on (B)(6) 2019. The catalog numbers were initially reported as unknown for the biosense webster, inc. Products of pentaray nav eco 7fr, d, 2-6-2, lasso nav 2515,22p splithandle and soundstar eco sms 8f catheter. However, the catalog numbers were provided. Concomitant products: biosense webster, inc. Product - pentaray nav eco 7fr, d, 2-6-2 catalog #: d128211 lot #: unknown biosense webster, inc. Product - lasso nav 2515,22p splithandle catalog #: d134301 lot #: unknown biosense webster, inc. Product - soundstar eco sms 8f catheter catalog #: 10439011 lot #: unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).